Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
Physician reported that a novasure procedure was performed in 2021 which during the procedure they had issues opening the array inside the patient, after some manouver from the physician he did the ablation with the minmum widht. Patient went back 2 days later with fever and imaging showed an abscess and antibiotics were prescribed, and the issue was not reported in that time. In (B)(6) 2023, the patient continued bleeding and a laparoscopic hysterectomy was performed but significant adhesions were visualized making laparoscopic surgery impossible. The physician changes the surgery to open hysterectomy and gyn oncologist was called in to assist. Bowl was thick and inflamed and adhesions were throughout pelvis. The physician performed a colostomy followed by an ileostomy and part of the cecum was removed, there was a pocket of puss on the anterior wall of the uterus, and physician stated that there was an undetected perforation at the time novasure was performed and the physician believes rf energy impacted bowel causing adhesions and inflammatory issues. No additional information is available.